Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the lithium-ion batteries and the 9v battery to correct the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a repair service performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test, and the 9v battery did not pass the daughterboard alarm test. The stm noted that the batteries did not run to factory specifications the iabp unit shutdown during the system checkout. There was no patient harm and no adverse event was reported.